Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2016-06241. It was reported the patient lost effective stimulation. An sjm representative interrogated the system and found no anomalies. The patient's system was reprogrammed but the representative was unable to restore stimulation to the left side. Surgical intervention may be taken to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2016-06241. The reported the patient's leads were explanted.